Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a loss of therapy. The patient reported that since she got her new ins implanted she was "not getting any feel out of it", was not having the expected pain relief and not killing the pain and it felt like it was not even turned on. She also reported that it seemed the ins itself was different or smaller than her previous ins. She also stated it seemed to be at a different angle or facing the skin differently. The patient reported the skin was kind of puckered and the scar was kind of puffed up when the doctor removed the stitches. The patient also indicated that the doctor called a manufacturer representative (rep) into the room to ask if that looked ok and she said "yep, off you go". The patient felt that the appointment was somewhat rushed as they had to end it in 3 minutes. The patient was concerned it may have shifted some since they took the stitches out. It was mentioned that the patient programmer showed that the stimulation was on and the patient had the ability to change stimulation. The patient stated she was confused about the difference between the arrows on the navigator button and the plus and minus buttons to increase and decrease amplitude. The patient thought she was using her patient programmer incorrectly. She indicated that her next appointment was in the 5th.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that reported that the steps taken to resolve the lack of therapy and the stimulator shifting was reprogramming with new setting. The patient is still in trial. The patient was given an anti-stimulation setting and 3 others to try. She said that she would discuss injections or a MRI with her health care provider for other spinal issues in (B)(6) of 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.